Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) device battery was depleting faster than the pati ent expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 694965 implantable tachy lead 2004-(B)(6), 5076-52 implantable pacing lead 2004-(B)(6), 5076-58 implantable pacing lead 2010-(B)(6), 419488 implantable pacing lead 2010-(B)(6). (B)(4).